Manufacturer narrative:
The device was returned for investigation. The reported event of the no ventilation and pre-use test failing was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which resulted in loss of power to the blower causing the pre-use test to fail. The pcb was replaced and the device passes pre-use test.

Event description:
It was reported that a device failed to ventilate and would not pass the pre-use test. There was no patient involvement.

Manufacturer narrative:
H9. After additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).